Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, medications were not crossing over to the machine. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, medications were not crossing over to the machine. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication had been pended in the pyxis es server but did not transfer to the machine as expected. The technical support specialist (tss) reported that the station was not flagged for any communication issues, and no data sync errors, or relevant log entries were found during the timeframe when pends were sent. The pharmacist had appropriate admin edit pocket and load permissions assigned via security groups. Network connectivity and data sync activity appeared normal in the station logs. Disk space and db size were within expected limits. It was noted that windows server update was out of date on the station. The tss disabled the netbios on device. The tss verified that the customer was able to assign and load medications at the device successfully. The system functioned as intended after the technical support specialist resolved the issue.